Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) and a consumer via a clinical study and a manufacturer representative (rep) indicated the patient experienced an onset of pain exacerbation, return of pain, withdrawal symptoms, and flu like symptoms including shaking, crying, and fidgety. Environmental/external factors that may have led to the event was unknown. A catheter access port (cap) contrast study revealed negative catheter access port test/non-patent catheter on (B)(6) 2019. The patient had a catheter revision where the catheter was explanted/replaced with a new 8780 catheter on (B)(6) 2019. The device disposition was unknown. It was noted that during the case, the hcp could not aspirate the existing catheter so it was just replaced. The outcome of the event resolved without sequelae on (B)(6) 2019. The device diagnosis was catheter occlusion and the clinical diagnosis was withdrawal symptoms. The patient's baseline weight was not measured and was asked, but unknown. The patient's medical history was asked, but unknown. The patient's status at time of report was alive-no injury. The event date was (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(6), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 05-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on (B)(6) 2019 regarding a patient receiving morphine (20 mg/ml at 3.904mg/day with a maximum daily dose of 5.378mg with personal therapy manager activations) via an implanted infusion pump. The indication for use was non-malignant pain and the patient's medical history included chronic back pain. It was reported that on (B)(6) 2019 the patient woke up in pain. Prior to this the patient was receiving good pain control. The patient reported withdrawal symptoms of withdrawal, nausea, sweating, and increased pain. The patient also reported no change in therapy when they changed positions. On (B)(6) 2019 the patient came in for a pump dye study and the catheter could not be aspirated. On that date it was noted that the patient's withdrawal symptoms had decreased and the patient was taking oral pain medication to help. Regarding the environmental, external, or patient factors that may have led or contributed to the event, it was noted that the patient reported no falls or injuries. The pump was interrogated to check the volume and 6.5ml were remaining. It was noted that the patient was being scheduled for a catheter revision, but the revision had not been scheduled at the time of report. The issue was unresolved at the time of report and the patient's status was alive no injury. No further complications were reported or anticipated.